Event description:
Additionally, healthcare professional reported a capsular contracture, baker grade IV and that the patient experienced intense pain. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device additional observations: brown biological tissue observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported left capsular contracture, baker grade unknown, radial folds, and small amount of fluid around the implants. Additionally, healthcare professional reported a capsular contracture, baker grade IV and that the patient experienced intense pain. The device was explanted. This record is for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left capsular contracture, baker grade unknown, radial folds, and small amount of fluid around the implants. The device remains implanted. This record is for left side.